Event description:
Caregiver asks if there is any way to remove the creases from the cassettes. States she notes they hold air bubbles once they expand. Advised caller to place med slowly into cassette, to tap cassette on one corner and allow all air to gather at pigtail side and then remove. Advised to check cassette carefully for air. Caller voices understanding.